Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged along its length. It was noted that stent struts from the 7th most proximal stent row were raised outwards distally from the balloon and damaged. In addition, the distal part of the stent was partially expanded and had moved distally on the balloon. The distal end of the stent was now located approximately 2 mm distal to the distal end of the distal markerband. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulty occurred. The patient presented with severe two vessel disease, anterior descending artery (ada) and ramus intermedius (ri) artery. Vascular access was obtained via the radial artery. The 80% stenosed, 15mmx2.5mm, eccentric, de novo target lesion was located in the severely tortuous and non-calcified ostium of the ramus intermedius artery. A 6fr guide catheter was placed. After two guidewires were placed, one in ada and one in ri, a 3x32mm drug eluting stent was implanted in ada without problems. Afterwards, the ri lesion was predilated with a 2x12mm high pressure balloon catheter at 15 atmospheres resulting to 40% residual stenosis. Subsequently, a 16 x 2.50 promus premier stent was selected for use to treat the ri lesion. However, resistance was encountered while advancing the device towards the ostium of the lesion. The 16 x 2.50 promus premier stent was removed with resistance and the stent was noted with open struts. The procedure was terminated. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulty occurred. The patient presented with severe two vessel disease, anterior descending artery (ada) and ramus intermedius (ri) artery. Vascular access was obtained via the radial artery. The 80% stenosed, 15mmx2.5mm, eccentric, de novo target lesion was located in the severely tortuous and non-calcified ostium of the ramus intermedius artery. A 6fr guide catheter was placed. After two guidewires were placed, one in ada and one in ri, a 3x32mm drug eluting stent was implanted in ada without problems. Afterwards, the ri lesion was predilated with a 2x12mm high pressure balloon catheter at 15 atmospheres resulting to 40% residual stenosis. Subsequently, a 16 x 2.50 promus promus premier¿ stent was selected for use to treat the ri lesion. However, resistance was encountered while advancing the device towards the ostium of the lesion. The 16 x 2.50 promus premier¿ stent was removed with resistance and the stent was noted with open struts. The procedure was terminated. No patient complications were reported and the patient¿s status was stable.